Event description:
Six days after the index procedure, the patient returned for the second half of a planned staged procedure for the treatment of his circumflex lesion. He was symptom-free at this time. An angiogram revealed thrombus within the previously implanted cypher stent in his pda. The procedural physician attempted to cross a guidewire across the lesion, but was unsuccessful. He noted that the proximal edge of the cypher stent was sticking out into the non-cordis bms and the guidewire was blocked by the edge of the stent. The patient was then treated with IV heparin. It is not clear if or how the circumflex lesion was treated. The physician recommended that the patient undergo CABG, but he declined. The patient was transferrred to another hospital five days later. The reason for this transfer and plan of treatment for this patient were not reported.

Manufacturer narrative:
This patient with a history of previous mi, hyperlipidemia, smoking and previous pci (non-cordis bms in distal rca) underwent an elective angiogram that revealed lesions in his pda and circumflex. The pda lesion was de novo,type c , 2.5mm in diameter, 12mm in length, concentric, calcified and located in an ostium. The lesion was pre-dilated prior the the placement of a 2.50x18mm cypher stent at a maximum inflation pressure of 240psi. The stent was t-stented with the previously implanted non-cordis bms for a resultant timi flow of three and a residual stenosis of 0%. The patient was discharged from the cath lab. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note, this device, catalog no. Cjs18250 is not distributed in the united states; however, it is similar to u.s. Product cxs18250.